Event description:
The event is reported as: the surgeon was using the curved coller forcep when a piece broke off. Broken piece (2.5" long) was retrieved. No further problems reported. No pt injury reported. Also, received medwatch.

Manufacturer narrative:
The sample device was requested for eval. The results of investigation are not available at the time of this report.